Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 410.73 u/ml and a repeat result of 7.98 u/ml. The false positive ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 29132m500 and generated acceptable results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. A product deficiency was not identified.